Manufacturer narrative:
The insulin pump passed the functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No excessive no delivery alarm was noted. No cosmetic damage was noted.

Event description:
It was reported that the customer's insulin pump was not delivering insulin, however, there was an absence of a no delivery alarm. Customer's blood glucose level at the time 500mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.